Event description:
The customer is requesting assistance in obtaining retrospective data on a pt. The pt expired.

Manufacturer narrative:
(B)(4). The staff would like to know what alarms occurred and wants to determine if the system alarmed appropriately. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.